Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. Always wait until the "ready" turns on to disconnect the battery from the battery charger. The controller, powered by two batteries or by one battery and electricity from the wall or car outlet, regulates pump function and monitors the system. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by medical personnel that after a software upgrade the controller did not pass the function testing. There was no "no power" alarm. The controller was an inventory device without use on a patient.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. The reported event of a no power audible alarm failure on the returned controller, (B)(4), was confirmed during bench testing. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device failed functional testing due to the no power audible alarm sounding for ten (10) minutes, which is under the specifications of fifteen (15) minutes. Internal inspection of the controller showed that the internal battery that powers the no power audible alarm was faulty; one of the battery's cells showed signs of leakage. Without a properly functioning internal battery, the controller is unable to power no power audible alarms for sufficient durations when disconnected from external power. The manufacturer has opened an internal investigation to evaluate no power audible alarm failures. The most likely root cause of the no power audible alarm failure can be attributed to a leaky nickel-metal hydride (nimh) internal battery.